Manufacturer narrative:
Investigation summary: six assorted protaper gold files 19mm and 25mm were sent in loose (sx-f3). Protaper gold shaping file s1 25mm is actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. No unused ptg s1 25mm file is available for evaluation. The other returned files were used but are not damaged. Nothing unusual to report was found during DHR review (batch #1764418). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Additional information received that the broken part was retrieved and tooth filled. No injury. Summary: involved product that broke during use was not returned and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1764418). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that protaper gold assort sx/f3 25mm ster file broke during use. The broken part remains in the tooth canal. Further treatment is pending. Additional information requested.